Event description:
A surgeon reports a patient that had cataract surgery with intraocular lens implant in 1997, recently reported blurry vision. Upon examination, the surgeon noticed an opacity or light scattering on the surface of the intraocular lens. At the patient's request, the surgeon has scheduled a lens exchange for 2006. Additional information is being requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no othe complaints received for this lot number.